Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the few of the sensor had no electrode and the others failed to initialize. The customer's blood glucose was unknown at the time of incident. The sensors will not be returned for analysis.